Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device was faulty. Device continues to operate when switched off, motor, flex and bearings defective. The device was replaced and sent to customer on (B)(6) 2013.

Event description:
Customer reported the device loses performance when the hose and angled piece is slightly bent. This is report 1 of 1 for (B)(4).